Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance measuring greater than 3,000 ohms. Additionally, intermittent oversensing of noise was observed on the rv channel. Further review was recommended with a programmer. This rv lead remains in service and no adverse patient effects were reported.boston scientific has made attempts to find the resolution of the event; however, there is no additional information available. If additional information is received, the case will be updated and reported accordingly.